Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 438mg/dl and needing assistance to program the pump. Customer treated with an injection. Assistance was provided to the customer to set the time and date and the basal rates. Customer declined high blood glucose troubleshooting and only needed help to program the pump. No further details given.